Event description:
Revision surgery to address patient's adjacent level degenerative condition found one of the implanted screws was broken. The top portion of the screw was removed. The surgeon determined that the remaining portion was encapsulated in bone and in no danger of backing out and that section remains in the patient. Reports that screw breakage resulted in the implanted plate being loose. Concomitant devices: skyline plate, catalog# unknown, qty = 1. Additional skyline screws, 186850014, qty = 5.

Manufacturer narrative:
A broken section of the screw remains in the patient as the surgeon has determined that it is encapsulated in bone and poses no problem to the patient. The portion that was removed has been retained by the hospital. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. At this time, the complaint is considered to be closed.